Manufacturer narrative:
See manufacturer report # 2029214-2021-00999 for the other pipeline device involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines would not open fully at the distal segment. The pipelines were not positioned in a bend, and less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times, and no other steps were taken to open the device. A third pipeline was placed successfully, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left cavernous ica. The max diameter was 15mm, and the neck diameter was 5mm. The patient's vessel tortuosity was severe. The landing zone was 4.5mm distal and 4.3mm proximal. Dual antiplatelet treatment was administered. Ancillary devices include a fubuki 6f guide catheter and a phenom 27 microcatheter.